Manufacturer narrative:
H6: investigation summary bd received two (2) samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for incorrect color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® no additive (z) tubes experienced shield/cap stopper is different color/shade or faded. This event occurred 2 times. The following information was provided by the initial reporter. It is reported by customer the stopper color is incorrect. "Top of the tube is a grey/black color. Normal color is red."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® no additive (z) tubes experienced shield/cap stopper is different color/shade or faded. This event occurred 2 times. The following information was provided by the initial reporter. It is reported by customer the stopper color is incorrect. "Top of the tube is a grey/black color. Normal color is red."